Event description:
Physician reported the removal and replacement of amo array intraocular lens in response to the pt's complaints of halos and glare, which are identified as risk in the product labeling.